Event description:
Oracle ro (B)(4): error 1720 (during testing/no patient injury).

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device was intact. Review of the event log found evidence of error messages. Upon function testing, the reported problem was duplicated. The back up capacitor was found to be broken. The root cause is unknown. The capacitor was replaced to resolve the issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: d4: updated